Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they were at the hospital for an unrelated medical issue and their ins was not working as they tried to increase and decrease stimulation but nothing worked. However when they got home the device stated working again. Patient also reported that they have been using the restroom every 15-20 minutes and it was humiliating. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information